Event description:
Electrical issues were noted to the subject pacemaker. Reportedly on (B)(6) 2014, the patient visited the hospital due to slow heart rhythm/exit block. The device was interrogated and high impedance (about 3 kohms) and increased threshold were noted relative to the ventricular lead. On (B)(6) 2014, the ventricular lead was replaced. Intraoperative psa measurements showed no abnormalities. During a follow up performed in the same day the lead impedance was again above 3 kohms. The subject pacemaker was subsequently replaced.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly on (B)(6) 2014 the patient visited the hospital due to slow heart rhythm/exit block. The device was interrogated and high impedance (about 3 kohms) and increased threshold were noted relative to the ventricular lead. On (B)(6) 2014 the ventricular lead was replaced. Intraoperative psa measurements showed no abnormalities. During a follow up performed in the same day the lead impedance was again above 3 kohms. The physician suspected a problem with the device header. The subject pacemaker was subsequently replaced.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly on (B)(6) 2014 the patient visited the hospital due to slow heart rhythm/exit block. The device was interrogated and high impedance (about 3 kohms) and increased threshold were noted relative to the ventricular lead. On (B)(6) 2014, the ventricular lead was replaced. Intraoperative psa measurements showed no abnormalities. During a follow up performed in the same day the lead impedance was again above 3 kohms. The physician suspected a problem with the device header. The subject pacemaker was subsequently replaced.